Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, there was poor staple formation. The staple line was performed as usual, no changed detected. After 20 minutes, the surgeon detected a light bleeding coming from the staple line in the stomach, and looking for their origin saw some of the staples were falling from the staple line. Some time after that, the bleeding seemed to have stopped so the surgeon applied a suture line on this staple line to prevent incidents. The procedure ended with no complications in the other 2 shots performed. 2-3 days after the surgery, the patient has an emergency intervention because the staple line failed. 48 after surgery, some bleeding was detected and with an endoscopic intervention was solved, using haemostatic clips. The hospital stay was extended by 2-3 days . The surgeon do believes the problem of the bleeding was mainly coming from comorbilities the patient has that can affect and magnify that bleeding problem (hypertension, diabetes, and clopidogrel treatment). He believes the patient himself is in the small % that can present bleeding after whipple surgery. Doctor thinks the staple malformation is something sometimes occur, and since the other shots were perfect, the problem is located in the specific reload, the other reloads worked perfectly, and also the handle worked as expected.